Event description:
It was reported that the user experienced difficulty waking and unlocking the ilet device, with one episode requiring approximately 10 minutes to unlock and a total of about three occurrences, consistent with a device performance issue involving the user interface or touch-screen responsiveness. Symptoms included delayed access to device functions without injury, hypoglycemia, hyperglycemia, or other adverse health effects. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, during which the user successfully unlocked the device and was able to repeat the process after ensuring dry hands and screen. Investigation of this case revealed that the device could be unlocked as expected when the screen and hands were dry, indicating normal device function and a probable use or environmental interaction with the touch screen. It was concluded, based on previously established findings for similar reports, that the cause was user interaction influenced by moisture on the screen or hands.

Manufacturer narrative:
Initial.